Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of no audio alerts sounded from the dexcom mobile application was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no audio alerts sounded from the dexcom mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.